Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The transseptal access was obtained using a versacross access solution kit. Mapping of the left atrium was performed through the versacross fixed sheath with a non-boston scientific mapping catheter. Following map creation, the mapping catheter was removed from the versacross sheath. The physician then exchanged the versacross sheath over the versacross wire with the faradrive sheath. After the exchange, the farawave catheter merit medical inqwire guidewire was advanced to just past the handle of the faradrive and the sheath was aspirated with a 20 ml syringe. Bubbles were observed in the aspiration syringe. Another attempt was made to aspirate the sheath with a 20 ml syringe with the faradrive in the same location. This again resulted in 'air bubbles' being observed in the 20 ml syringe. The physician then opted to remove the farawave from the faradrive and exchange the sheath over the versacross wire with a another faradrive. No issues were encountered with the second faradrive and the procedure was completed successfully without any patient complications. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.